Event description:
It was reported that the patient's device battery was migrating toward the incision site. Due to the patient being on plavix, the cardiologist wants to wait a few more months before he does a battery placement revision. The patient outcome was unknown at the time of this report. No further information was available.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).